Event description:
The surgeon reported to our sales rep that the nail and jig aligned before inserting the nail but when the tried to insert the screws, it did not align. A competitors nail was used to complete the surgery.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the evaluation revealed the nail and target device to be primary products. No deviations were found during review of the manufacturing and inspection documents (DHR). The products were documented as faultless prior to distribution. Because the target device was not provided an inspection of it was not possible. During investigation no material, design or manufacturing related issues were found. A function test revealed that the nail is fully functional; every proximal nail hole was passed by sample drills without nail contact in correct assembled mode. The drill marks on the returned nail were caused by a step drill for the lag screws. The damages were most likely caused by not using the drill sleeves; without the drill sleeves the step drill has enough space to reach the nail surface. Drilling without the sleeves is not allowed. The ifus and the operative technique include that every instrument and instrument combination shall be checked prior to the surgery; the surgeon must be familiar with the system. The case is attributed to a misuse. No non-conformity identified.

Event description:
The surgeon reported to our sales rep that the nail and jig aligned before inserting the nail but when the tried to insert the screws it did not align. A competitors nail was used to complete the surgery.